Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device longer than 48 hours. The patient's blood glucose levels (bgs) reached 22 mmol/l (396 mg/dl). The patient called a doctor and was instructed to take an insulin shot to lower their bgs. The next day, the site reportedly appeared red and had a liquid discharge coming from it. The patient was taken to the emergency room at (B)(6) the doctor said it was infected and "it was probably due to a bacteria." The patient was given a prescription for fucidin cream to take 3 times a day for 5 days. The patient was released after 1 hour.

Manufacturer narrative:
Inspection of the device found no damages or defects that would contribute to skin infection. The cause of the reported infection could not be determined.